Event description:
It was reported that a site's handheld screen has a lack of brightness. Attempts for product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.